Event description:
According to the literature, a prospective study included 123 cases of robot-assisted radical prostatectomy in patients with low preoperative bladder contractility. Anastomosis between the urethra and bladder was achieved using a running, 3-0 v-loc suture. Integrity of the anastomosis was confirmed intraoperatively with instillation of sterile saline. Cases were excluded from analysis due to postoperative complications including anastomotic leakage, external urethral stricture, and bleeding. Additional complications not device related include ileus. Severity of complications and interventions necessary were not described.

Manufacturer narrative:
Reference: title: prognosis of lower urinary tract symptoms and function after robot-assisted radical prostatectomy in patients with preoperative low bladder contractility: a prospective, observational study junya hata , kanako matsuoka, hidenori akaihata, kei yaginuma, satoru meguro, seiji hoshi, tomoyuki koguchi, yuichi sato, masao kataoka, soichiro ogawa, motohide uemura, yoshiyuki kojima year:2024l 10.1002/nau.25577. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.